Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing noise. No changes or intervention were performed; the device will continue to be monitored. The patient was in stable condition.